Event description:
Medtronic received a report that a pipeline would not open distally, however there was a previously implanted atlas stent that seemed like it was causing the stent to not open. The stent was taken out and fredx was used. The pipeline was prepped per the IFU. Additionally, it was reported that the apro was frayed and kinked as soon as it was tracked up. The cause was unknown. It was taken out and the sofia was used. It was prepped per the IFU. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured superclinoid segment of the right internal carotid artery communicating segment aneurysm. Vessel tortuosity was severe. The angiographic result post procedure showed the patient was treated with fredx. Ancillary devices include a guide catheter and phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the failure to open was unknown other than maybe the atlas stent. There was no damage or evidence of tampering to device packaging. It was unknown if the pipeline was used for an indication that is not approved (off-label). The pipeline had not been placed in a vessel bend when it failed to open. It was just within the atlas stent. Resheathing and wagging were additional steps attempted to open the pipeline. The information is confirmed by the physician.